Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). Subsequently this device was explanted. No additional patient adverse effects were reported. An attempt is made to obtain additional information regarding the model and serial number. At this time no further information is available. Should additional information become available, this report will be updated.